Event description:
This rv lead was implanted on 05/13/2015. A call was placed to technical services on 06/19/2018 stating that this lead's impedance had jump to 3000 ohms on 05/20/2018. The following physician was dr. Seth bender at island cardiac specialist in garden city, ny. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)